Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels and blood glucose dropping too fast, which resulted in convulsions. The customer's father stated that prior to the event, he had given the customer a bolus and changed out his set because the customer had high blood glucose levels. The customer's father also stated that the filling cannula was set to 4.3 units instead of 0.3 units, which caused the customer to get 4 units extra of insulin. The customer's father then stated that he was told the event was caused by the fixed prime being set to the wrong amount. Nothing further was reported.